Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip and poor sleeve function. The following information was provided by the initial reporter: translated to english. The customer stated: "today the same event occurred with a sample from batch 9f2621. I was able to document the event in photos and I kept all the packages with the same lot number aside so that they are not used. I attach the photos of the sample." 01-28-2021 the customer confirmed the holder is not manufactured by bd. No further information available at this time.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported when using the bd vacutainer¿ safety-lok" blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip and poor sleeve function. The following information was provided by the initial reporter: translated to english. The customer stated: "today the same event occurred with a sample from batch 9f2621. I was able to document the event in photos and I kept all the packages with the same lot number aside so that they are not used. I attach the photos of the sample." 01-28-2021 the customer confirmed the holder is not manufactured by bd. No further information available at this time.